Manufacturer narrative:
(B)(4)

Event description:
A sensor pod (serial number (B)(4)/lot number 5207492) was returned for evaluation. The device was visually inspected and the sensor wire was missing from the sensor pod and housing puck. The reported event of a missing sensor wire was confirmed. A root cause could not be determined. However, it is unknown if the returned device is the complaint device.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the buttocks on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The sensor was inserted into the buttocks. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.